Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2013, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2014, a type ii endoleak was identified by computed tomography angiography (cta). There was aneurysm enlargement, the amount is unknown. On (B)(6) 2014, there was a reintervention, and the physician treated the type ii endoleak by coiling the ima where he believed the endoleak was coming from. On an unknown date, follow up images revealed there was a proximal type I endoleak and the aneurysm sac was enlarged, amount is unknown. On (B)(6) 2015, the physician reintervened on the proximal type I endoleak, he used endoanchors and an aortic cuff was implanted. There was contrast identified on the left side outside the contralateral device and a distal endoleak was identified. The physician chose to extend and implanted a contralateral limb device. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
Additional devices implanted and/or related to this event: plc161000/11243891 and plc181200/11212696.